Manufacturer narrative:
Correction- d4- should have been cau491464, 2088tc/52 rather than cnx146703, 2088tc/46. Lot number, expiration date and UDI updated g4 - PMA number updated h4 - correct manuf. Date updated. Additional: d10, h3, h6 the results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The damage found was sustained during the surgical procedure due to overtighten sutures forces. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a drop in impedance and an increase in capture threshold. Fluoroscopy found an irregularity in the lead under the suture sleeve. After dissection and a visual inspection of the lead there was also an insulation break due to the tightness of the suture sleeve. The lead was explanted and replaced and the patient was stable.